Event description:
Healthcare professional reports two incidents of blood leaks. The first incident tested positive for blood leak. The second incident was continued with new disposables. No pt injury or medical intervention reported.